Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.this is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, crease fold, and yellow particles. Leak test was performed and found an opening on anterior. A microscopic analysis was performed which identified a crease(smooth) opening on anterior. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a crease(smooth) opening on anterior due to a fold(flaw) opening. The reason for reoperation: deflation.

Event description:
Device was explanted.